Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during a visit to exchange the cassette, there was a leak due to a crack in the tube, and the medication was not being injected into the patient. The event occurred during use, and the situation was addressed as the patient was complaining of severe pain during the visit.

Manufacturer narrative:
One device was received for evaluation. Visual inspection identified four partial cuts in the tubing of the set. Three of the cuts were stacked up next to each other and the fourth was located further down the tube. The deformation on the tube showed indentation marks around the tube that lead to a tear. The customer reported issue was confirmed, however, the probable cause of the damage was unknown. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.